Event description:
The manufacturer was notified through patient tracking form on (B)(6) 2016 about the following: mitroflow lxa, size 19, sn# (B)(4) was implanted on (B)(6) 2012 at (B)(6). Manufacturer received another patient tracking form that mitroflow dla, size 21, sn# (B)(4) was implanted in same aortic position on (B)(6) 2016.

Manufacturer narrative:
Mitroflow bioprosthetic pericardia heart valve, model lxa19, s/n (B)(4), the partial DHR package review results are within specifications. Attempts were made for additional information but no further details were provided.